Manufacturer narrative:
The device was returned for analysis. No data logs were provided. The returned pump was plugged into a console and ran in a basin of water and would not start. The pump electrical resistances were all within specification. The cannula was removed, and the impeller was visualized during which it was noted that the impeller required considerable force to rotate initially and would only rotate approximately 135 degrees thereafter before stopping. Therefore, the root cause of the pump stop was most likely bearing retainer wear. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is no longer available for investigation as it was discarded after the initial investigation for pump stop. Therefore, we are unable to provide a definitive root cause for the newly reported vascular injury.

Event description:
New information was received on 2022-01-24, via online publication: during removal of the impella, the patient endured a vascular injury resulting in 2 units of blood products transfused.

Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old female patient had impella 5.0 pump inserted in the right axiallry for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that on the 23rd day of use there was a pump stop. The physician was unsuccessful at restarting the device. There were no other devices being used on the patient. No further information was provided.